Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level was 252 mg/dl. Customer did not address bg level due to that the customer "drops fast" and will use the pump basal rate to address bg. Reportedly, the customer will continue to use the pump and has back up manual injections for continued insulin therapy.